Event description:
It was reported that the patient experienced tape not sticking with six cannulas due to movement during sleep and school causing the cannulas to fall off on 13 apr 2026.

Manufacturer narrative:
MDR./ initial 2 of 6. E1: patient city: (B)(6). Patient country: spain. Name: medtronic minimed country: united states of america address ¿ line 1: 18000 devonshire street city: northridge state: california zip code: 91325 ¿ 1219. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 8021545.